Event description:
Iab leak discovered via blood in tubing less than 24 hrs after insertion. Balloon was removed and replaced 2nd balloon was removed less than 24 hrs after insertion due to ischemia in pt's leg. No other iab implanted and therapy was discontinued. Pt was not injured and is stable.